Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
According to the distributor the tip of the catheter was smashed and jagged. The patient had bleeding and pain but did not go to the hospital. He will be calling the doctor. The patient reports later having mild pain and cloudy urinary drainage upon catheterization and that he was prescribed antibiotics.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was conducted on lot 17/22/222 and no issues that could have contributed to the reported event were identified. The complaint device was not available for return to our manufacturing site for evaluation therefore a physical investigation could not be completed. In the absence of a complaint sample, we are unable to investigate the reported issue further and cannot determine a root cause at this time. No manufacturing related issue could be identified. Therefore we are unable to confirm this complaint.

Event description:
According to the distributor the tip of the catheter was smashed and jagged. The patient had bleeding and pain but did not go to the hospital. He will be calling the doctor. The patient reports later having mild pain and cloudy urinary drainage upon catheterization and that he was prescribed antibiotics.